Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that the patient's transmitter was not found on the g5 mobile app on (B)(6) 2016. No additional event or patient information is available.